Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included morbid obesity, back pain and vomiting. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain chronic"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), psychological trauma ("psych injury"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), fatigue ("fatigue"), nausea ("nausea"), bladder disorder ("bladder, bladder or urinary problems or changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder") and abdominal pain lower ("lower stomach pain") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pelvic pain, abdominal pain, back pain, dysmenorrhoea, psychological trauma, urinary tract infection, fatigue, nausea, weight increased, vaginal haemorrhage, menorrhagia, migraine, cystitis and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, cystitis, dysmenorrhoea, fallopian tube perforation, fatigue, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion dates: 2009, (B)(6) 2010, current weight 292 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-feb-2020: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), migraines / headaches, infection (bladder/ urinary tract/vaginal) type: bladder, lower stomach pain, did not undergo confirmation test. Reporter information, aka name, medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain chronic"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), psychological trauma ("psych injury"), urinary tract infection ("uti"), fatigue ("fatigue"), nausea ("nausea") and bladder disorder ("bladder disorder") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pelvic pain, abdominal pain, back pain, dysmenorrhoea, psychological trauma, urinary tract infection, fatigue, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, fallopian tube perforation, fatigue, nausea, pelvic pain, psychological trauma, urinary tract infection and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion dates: 2009, (B)(6) 2010. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: event injury was replaced with pelvic pain. New events - abdominal pain, back pain, dysmenorrhea(cramping), psych injury, perforation: fallopian tubes, bladder problems - uti, fatigue, nausea, weight gain were added. Case is now incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.